Manufacturer narrative:
A philips product support engineer (pse) reviewed the reported issue regarding arrhythmia monitoring. The pse determined that two differences caused the algorithm to create/use two separate templates: the monitoring algorithm classified the beats differently, breaking the sequence of v-beats and preventing the alarm from triggering. The system operated according to its programmed logic; there was no technical malfunction. The episode was clinically relevant but did not meet the alarm threshold due to the annotation change. The customer was informed that the monitor worked as programmed and no device malfunction was found. The annotation change was due to the algorithm's beat classification, not a device failure. The investigation concluded that the device functioned as designed, and the alarm did not trigger due to the algorithm's beat classification logic. No technical malfunction was found, and no patient harm occurred. The issue was rare and observed by chance. The customer was informed of the algorithm's behavior and that no corrective action was necessary unless similar incidents recur. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating "the ECG monitor initially records 7 ventricular beats (v), then 8 normal beats (n), and then again 13 ventricular beats (v). The detection was at 14 ventricles at that time. Stop hitting. As a result, the monitoring system did not raise an alarm regarding a nsvt, which was however, relevant". It was confirmed that there was no harm associated with the reported device event.